Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy + splenectomy open procedure, the sealing time was to short with the generator. This leads to secondary bleeding less than 250cc at the sealing points. However, this was not the case with every activation and only with thin vessels and thin tissue bundles. There was no patient injury.